Manufacturer narrative:
UDI is not available. The probe was returned to the manufacturer for analysis. Analysis found that the tip was visibly bent. However, it was able to be verified when attached to a known good tracker. Analysis found that the reported event was related to a mechanical issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the tip of the carpet demo frontal seeker was bent during a demo. The instrument could not be verified and used. The cause or contributing factors to the damage was unknown. The instrument showed up this way. There was no patient present when this issue was identified.